Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged occlusion issue could not be verified.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a supply change was performed resolving the occlusion. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 286-370 mg/dl.